Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4777. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, upon inflation there was a leak present at balloon due to a pinhole measuring 0.013in.this is out of specification per inspection procedure (B)(4), revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter sterile water leaked due to a possibility of cuff damage. It was also mentioned that the report states there was damage to the cuff, which caused the washer to leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley catheter sterile water leaked due to a possibility of cuff damage. It was also mentioned that the report states there was damage to the cuff, which caused the washer to leak.